Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit has error code 111 & 112. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) stated that he performed a full calibration, and tested the unit. Compressor hour were reached and needed to be done while fixing this unit. The pcba exec board fixed the error codes 111/112. The equipment works to the manufacturer¿s specs, cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.